Event description:
In 2008, the pt bolused 5.5 units of insulin at 6:45pm. Her blood glucose measured 135mg/dl. Approx 1.5 hours later, the pt's blood glucose elevated to 400mg/dl and she had a dry mouth and a headache. She inspected the infusion device and found insulin had leaked from the insulin cartridge into the cartridge compartment. She dried the cartridge compartment with a cotton swab and inserted a new insulin cartridge. Insulin then leaked from the second insulin cartridge. She inserted a third insulin cartridge and insulin leaked again. The pt was not able to provide the lot number of the insulin cartridge. She stated they were all from the same box. At 9:15pm, the pt's blood glucose measured "hi" on her blood glucose monitor and she switched to her backup infusion device and bolused 6 units of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.